Event description:
It was reported that a smiths medical admin set leaked. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: two smiths medical cadd cassette reservoirs were returned for analysis in a used condition. Visual inspection was performed and indicated that both samples leaked between the bag and the pump tube. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.